Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg was protruding through skin due to ipg migration. As a result, a surgical intervention may be pending to revise the pocket.

Event description:
Additional information received indicated surgical intervention was undertaken and the patient 's scs was explanted.